Event description:
It was reported to philips that the system could not make exposures as the message image disk full was displayed. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic coronary procedure was completed as planned after restarting the system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the image storage was full and even after deleting all patient data the issue persisted. The fse solved the issue by replacing the image hard disk. After this replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.